Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open coronary artery graft surgery, staple line was incomplete distally. In addition, poor staple formation was observed. Suturing with a new product was done to complete the procedure.